Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis was not performed for this device. This pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.